Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 05:17:09 on (B)(6) 2023. At 17:31:19, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvcs transitioning to vt @ 230 bpm. At 17:31:56, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs/pacs. At 17:40:43, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 17:41:16, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs/nsvt. At 17:41:45, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with a pause. At 17:44:29, an arrhythmia was detected. ECG shows vt @ 150 bpm. At 17:45:12, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs. At 18:00:21, an arrhythmia was detected. ECG shows vf. At 18:00:52, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and motion/tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 22:52:10 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the severed, damaging wires in the cable. The root cause for the severed cable was excessive force. There is no indication the severed cable caused or contributed to the patient death as the system was able to detect vt/vf rhythm on the date of event. In addition, the latest available ECG recording strip indicates both ECG electrodes were functional as they were able to treat the patient. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 05:17:09 on 10/1/2023. At 17:31:19, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvcs transitioning to vt @ 230 bpm. At 17:31:56, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs/pacs. At 17:40:43, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 17:41:16, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs/nsvt. At 17:41:45, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with a pause. At 17:44:29, an arrhythmia was detected. ECG shows vt @ 150 bpm. At 17:45:12, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs. At 18:00:21, an arrhythmia was detected. ECG shows vf. At 18:00:52, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and motion/tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 22:52:10 on 10/1/2023.